Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. The proximal conductor was distorted at 14.5 cm. A cut was evident through the outer insulation material at 14.5 cm distally.

Event description:
It was reported that during the implant procedure, there was concerned regarding a breach in the insulation. The device was not implanted. No patient complications have been reported as a result of this event.